Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebral infarction. No particular problem was found during the procedure. Cerebral infarction was confirmed around 21 o'clock after completion of the procedure, after ablation of af was conducted when the patient was admitted to the hospital room. The adverse event was discovered post use of biosense webster products. The procedure itself was completed and the causal relationship is unknown. Cerebral infarction: clinical course (current patient's condition such as recovering/resolving) the clinical course was unknown. There was no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30588723l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).